Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: investigation revealed that the display was discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. This report is made based on results of investigation completed on 07/07/2015.